Event description:
It was reported that during a colostomy takedown procedure, the device did not fire correctly. Not all of the staples closed down. They were sticking up and catching. The surgeon had to over sew the area with suture to prevent leakage in two places. No patient impact. No other details of the event provided.

Manufacturer narrative:
(B)(4). (Device b): j5f030 (batch #); exp date = 12/5/2016. (Device b): (B)(4) 2012, device (a) arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Device (b) arrived non sterile and in good visual condition and with a reload present. The reload was received fully fired. In addition, one malformed staple was received in a small bag. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.